Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when loading the device onto the guidewire, the physician noticed a tear at the distal tip that ran up the catheter. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when loading the device onto the guidewire, the physician noticed a tear at the distal tip that ran up the catheter. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip were twisted. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned unit was consistent with the customer complaint that a tear was noted at the distal tip and ran up the catheter. During manufacturing, tome devices are 100% inspected so the tear likely occurred due to usage/handling. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.